Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, the physician experienced difficulties loading the catheter on to the catheter insertion device. The catheter tip was kinked, and despite attempts to straighten it manually, the guidewire could not pass through the catheter. The issue was resolved by exchanging the catheter, allowing the procedure to be completed with pulsed field ablation (pfa). There was no patient involved.

Manufacturer narrative:
Correction: h6 (fdd/annex a) product event summary: an image file was returned and analyzed. The image file shows a pulseselect catheter tip that appears kinked. In conclusion, the reported catheter tip kink was observed during image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.